Event description:
Atrial oversensing and high atrial threshold leading to rapid battery depletion. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).